Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an open gastrectomy, the gripping surface of the cartridge was damaged when the cartridge was removed from the device after the 1st firing. Then, another cartridge was loaded into the same device to complete the case. No pieces were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p56v3a. Device evaluation: the analysis results found that the ntlc75 instrument was received with no apparent damage with a cartridge reload present, fully fired, swing tab in locked position. In addition cartridge b, sr75, p56c30, fully fired, both gripping surfaces broken off making the reload nonfunctional was received. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.